Event description:
During an atrial ablation procedure a pericardial effusion occurred. While removing the ablation catheter it became stuck inside the heart. When the physician pulled on the ablation catheter the patient became hypotensive and an echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed to stabilize the patient. The device was removed from the patient and a visual inspection confirmed no anomalies. There were no performance issues with the abbott device.

Manufacturer narrative:
The catheter shaft deflected when actuating the steering mechanism and deflected in the correct shape according to specifications. In addition, the catheter shaft outer diameter met specifications. The catheter met specifications for temperature response and during an irrigation flow test and electrical testing of the thermocouples and electrodes 1-4 revealed no anomalies. The catheter met acceptable irrigation rates during a flow test with no anomalies noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion was procedural related.